Event description:
It was reported that the user experienced hyperglycemia with a continuous glucose monitor value of 382 mg/dl and a confirmatory fingerstick of 365 mg/dl after eating high carbohydrate food without announcing the meal on the ilet pump; no supply changes were made, and the user was advised to allow the pump to deliver correction doses. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect method, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.